Event description:
After three years of breast implants I started to get violently ill. I was diagnosed with addison's disease. I've had over 10 hospitalizations. All normal lab results besides cortisol and acth. I've seen 20 specialists. I have nausea, dizziness, brain fog, joint pain, adrenal fatigue, heart palpitations, syncope, swelling, rashes, and the list goes on. I have no quality of life. I cannot take care of myself. I have had over 20 abnormal cortisol and acth tests. All other tests normal. FDA safety report ID# (B)(4).